Event description:
Drill guard broke.

Manufacturer narrative:
Event was reported on medwatch (B)(4) the date reported was (B)(6) 2011. This device has not yet been sent to anspach for eval. Once received, an eval will be performed and final report sent in. Date reported was (B)(6) 2011.